Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and rupture of a non-allergan device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).